Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the videoscope had no image. The issue was found during a gastroscopy. There were no reports of patient harm as a result of this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported no image was not confirmed. However, the following reportable malfunction was identified during the device evaluation: noisy image. Based on the results of the investigation, a root cause for not no image could not be determined as the reported issue was not reproduced. In regard to the noisy image, it is likely the issue occurred due to deformation of plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.